Manufacturer narrative:
Two controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed that the real time clock was functioning at the time of the controller smr upgrades. However, later entries show the real time clock on zero. After reprogramming the real time clock and running the controller for an hour and 15 minutes, the real time clock was able to retain the proper time and date. Analysis of the devices revealed that the devices passed visual examination and functional testing. The controllers were received with their real time clock (rtc) reset to zero. However, when set to the current date and time, the rtc was able to retain the new settings. The most likely root cause of the reported event can be attributed to an extended period of time where the controllers were not connected to an external power source, depleting the internal battery that powers the real time clock. Per the instructions for use (IFU): the hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. According to the instructions for use (IFU), users are instructed to input the current date and time when setting up both the primary and backup controllers. According to the IFU, controllers are expected to function for at least one year. Controllers with real time clock errors would not likely cause or contribute to death or serious injury. The controller will continue to power the pump. The real time clock has a different power source from the pump parameters display and alarms. This will result in user annoyance with no affect the function of the pump. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Controller - con188369 / 1407de / manufacturing date: 12/31/2014 / expiration date: 12/31/2015 FDA codes: device problem code: date-related software issue c67508; FDA 2582 method code: visual inspection c92023; FDA 38, analysis of data log(s) c102867; FDA 3372, interoperability evaluation c91951; FDA 20, actual device evaluated c91896; FDA 10 results code: no failure detected c92083; FDA 213 conclusion code: no failure detected, device operated within specification c91890; FDA 71

Event description:
A vad coordinator reported that a bivad patient's backup controllers had incorrect date/time readings.  Both backup controllers were exchanged with no reported patient issue or injury.